Event description:
One to three minutes into the treatment, an air in blood alarm was activated. The bloodline was recirculated to purge the air and the treatment resumed. Microbubbles were then noted half way through the venous line with no alarm condition. There was no pt injury or medical intervention.